Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low sensor glucose reading and the insulin pump had suspended delivery. They tried to calibrate with the reading but it did not accept it and they were told to change the sensor. Troubleshooting was performed. The sensor glucose at the time of the incident was 70 mg/dl while the blood glucose was 105 mg/dl. The sensor glucose then read 40 mg/dl while the blood glucose was 75 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.